Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the male luer lock came apart from the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date, further described as over the "last few weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an one-link non-dehp y-type microbore catheter extension set disconnected (tubing separated from the male luer). This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.